Manufacturer narrative:
Citation: marco b aorto-right ventricular fistula after transcatheter aortic valve replacement: a rare finding- a case report and literature review. Giornale italiano di cardiologia (netherlands), volume:18, issue:10, e76-e77: oct 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review and case report on aorto-right ventricular fistula after transcatheter aortic valve replacement. All data were collected from a single center till july 2017. The study population included three patients, two patients were implanted with evolut r and one patient was implanted with corevalve device. The serial numbers were not provided. Medtronic received information that (B)(6) female patient with medical history of chronic obstructive pulmonary disease (copd), hemorrhagic gastritis, anemia and calcified aortic valve was implanted with a 26mm evolut r valve. A postdilatation was performed. Adverse events included complete heart block (chb), permanent pacemaker implantation, mild aortic regurgitation (ar) and aorto-right ventricular fistula requiring conservative treatment. No other adverse patient effects were reported. Medtronic received information that (B)(6) male patient with medical history of calcified aortic valve was implanted with a 29mm corevalve valve. Adverse events included mild aortic regurgitation (ar) and aorto-right ventricular fistula requiring no treatment. No other adverse patient effects were reported. Medtronic received information that (B)(6) male patient was implanted with a 29mm evolut r valve and a post-dilatation was perf ormed. An aorto-right ventricular fistula was noted requiring the percutaneous implant of a vascular plug. No additional adverse patient effects were reported.